Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that during the initial power up of the computer, it started power cycling on its own. After re-seating the ram modules, the computer passed tests without errors. It was suspected that there was a bad connection to the ram modules that caused the reported issue. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.: a medtronic representative went to the site to test the equipment. Testing revealed that the computer failed to boot up. The computer was changed and the system was re-networked. The system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was displaying "no input detected" upon boot up. The medtronic representative checked internal connections and noticed that the fan was continually cycling every 5-6 seconds. The issue was discovered when powering on the system for the day. There was no patient present when this issue was identified.